Manufacturer narrative:
(B)(4). Batch #: u5dz81. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. An attempt to fire the device was made, however, the device would not fire. The device was disassembled and upon evaluation, the sw1 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the 1st firing. The battery was reinserted, but the issue did not improve. Another device and the cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.